Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported leak was confirmed through the inner member tear and the reported activation failure was confirmed as the stent was stationary between the markers of the tightly folded balloon. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. The 2.25x33mm xience skypoint stent delivery system (sds) was advanced to the target lesion and pressure was applied; however, the delivery system balloon failed to inflate and therefore, the stent failed to deploy. The sds was removed from the patient. Contrast was noted to be leaking after removal. A non-abbott stent was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.